Event description:
It was reported that a patient underwent a blepharoplasty procedure on (B)(6) 2023 and suture was used. Post-op, the patient presented with a reaction. The patient experienced redness, swelling and itching. No sign of infection. The surgeon advised the patient to see an allergist. The patient was prescribed steroids. The patient is still experiencing the swelling but are slowly improving. The suture has not been removed. Additional information was requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Please provide the patient's demographic information including age, gender, weight, bmi at the time of index procedure. On what tissue was the suture used? What was the tissue condition (normal, thin, calcified, fragile, diseased)? How was the suture placed (interrupted or continuous)? Were 2 sutures used on the patient, one suture per eye? Please describe the patient manifestations of the reported reaction (location, severity, appearance, systemic or local reaction). Did the reaction occur on both eyes for the patient? Please provide the onset date/time of the reaction from the initial procedure. Please describe any medical intervention required to treat the patient condition including medication name and results. Were any pre-op cleansing procedures or products changed recently? If yes, please describe. Does the patient have a known allergic history to any medical devices, food and/or medication? Was allergy testing performed? If so, please describe with results. Did the operating surgeon observe any suture deficiency or anomaly before, during, after the suture placement or during any re-operation? Other relevant patient history/concomitant medications? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status? Lot number? Note: related events reported via 2210968-2023-06368.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4 lot, d4 expiration date. Additional information was requested, and the following was obtained: procedure date: on (B)(6) 2023. 1 47 years old female weight: 150lbs, height:5¿3, bmi:26.9. 2 the suture was used to strengthen the septum orbital on the inferior lids bilaterally, also to fix the external canthus to the lateral orbital bone (pds 6-0) and lastly to suspend the subcutaneous tissue of the cheeks to the temporal fascia (pds 3-0). 3 normal tissue at the time of the procedure. 4 for the septum the suture was placed on a continuous fashion and for the canthus we used interrupted stitches. 5 we used only one suture each. 6 the patient started to fell pain shortly after the procedure which at the time was within the normal post op course, at the first follow up 4 days later on (B)(6) 2023) the patient complaint of pain in the area, swelling, and we can confirm redness and inflammation, the reaction has persisted trough this time and waxes and wane, always contained to the mentioned. 7 both eyes were affected. 8 since day one of the procedure on (B)(6) 2023, the patient started to showing symptoms, which were expected at this time but should have resolved by the first follow up 4 days later on (B)(6) 2023) and they did not. 9 at the first follow up, the patient is still on prophylactic antibiotics which we order as a standard for this kind of procedure, so we decided not to ad any medications at this time, later on , after follow up number 2 on (B)(6) 2023), we recommend a course of steroids (medrol) but the result was not the expected as the patient continued showing symptoms. After this the patient was referred to the allergy specialist to better management, but throughout the follow up of the patient the condition has not resolve. 10 our cleansing products and procedures has not been changed. 11 the patient refers that she is allergic to latex. 12 no allergy test was performed. 13 no suture deficiencies or anomalies were observed at any time. 14 g3 b3, breast augmentation with silicone implants and the patient is not under any medications at the time of the procedure. 15 we believe that this event is due to a reaction to the suture. 16 currently the patient is still suffering from swelling and heaviness on both eyelids and has dedicated time and efforts that was not planed in the recovery of the procedure, as well as the mental burden that imply a non favorable outcome after a cosmetic procedure. 17 pds 6-0 lot: sjmbhz pds, 3-0 lot: rgmkjq. It was reported by the employee that the customer has product code: z489g, but does not have the lot code. Product was used on a patient that had a reaction to this product. Went to an allergy specialist and stated it was a reaction from the sutures. They had puffy red itchy eyes. Product code: z489g, product functional family: pds ii polydioxanone suture, lot number: sjmbhz. 1. Procedure¿s name: upper and lower blepharoplasty with midface lift(temple lift). 2. Procedure¿s date: on (B)(6) 2023. 3. Reaction occurred: since the procedure date but they should have been resolved by the first follow up appointment on (B)(6) 2023 which they did not. 4. The patient complaints of heaviness in the eyelids, itching, redness, watering and has visible inflammation on both superior and inferior eyelids bilaterally more evident on the lower ones. 5. Yes, pictures of the patient¿s evolution are attached. 6. Until date no further surgical intervention has been performed nevertheless we recommended medical treatment with medrol to manage the allergic reaction and refered the patient to an allergy specialist. 7. Yes the medication prescribed was medrol and it is a prescription medication. 8. The lot number on the product was sjmbhz 9. The patient is currently clinically better but still hasn't resolve enterally the inflammation and is still complaining of all the suffering that she has been trough with the recovery. 10. (B)(6), md (surgeon) / (B)(6) (surgical assistant). Note: related events reported via 2210968-2023-06367, 2210968-2023-06368, 2210968-2023-06602 and 2210968-2023-06605. Corrected information: h6 health effect - clinical code.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.